Event description:
Caller reported cartridge alarms 30 and 20, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and decided to replace the pump, advising the customer that a new pump with updated software would be sent. The customer will continue using the current pump and multiple daily injections as backup therapy. Technical support provided instructions for storing and returning the malfunctioning pump and confirmed that the customer understood the necessary steps, including programming settings and connecting their continuous glucose monitor to the replacement pump.